Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.